Manufacturer narrative:
(B)(4): the customer reported a failure of the mp5 monitor to alarm. The monitor was tested at the philips bench repair center. The philips repair tech tested the mp5 monitor and found no failure or unexpected behavior. The tech updated the software for customer satisfaction purposes, (the software update wasn¿t warranted to solve the reported problem or any problem, since no problem was identified). The monitor passed all testing, and reported problem could not be duplicated. The users provided no additional info about what parameter was being monitored, and what was the pt condition for which they expected an alarm. The available info does not support that there was a malfunction of the device or any health risk, but it also does not identify a user misunderstanding/misuse as the cause of this reported failure to function as expected. Device labeling (IFU) adequately describes alarm configuration and alarm control. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported a failure of the monitor to alarm. No pt harm was reported.